Event description:
Additional information was received wherein the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with the charger and became inoperable. In turn, surgical intervention may be pending to address the issue.